Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Broken part remained during use of the product / pieces came out - vagina [foreign body in reproductive tract]. When I pulled tampon out, found that one of the side of the fan-shaped portion was missing and it was not complete [complication of device removal]. Blood clots - vagina [vaginal haemorrhage]. Broken part / one of the sides of the fan-shaped portion was missing and it was not complete - tampon [device breakage]. Store contacted via e-mail and stated that the consumer said that the broken part of the tampon remained during use of the product. No serious injury was reported. Follow-up: when the consumer pulled the tampon out, she found that one of the sides of the fan-shaped portion was missing and it was not complete.